Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 36mm x 3.0mm target lesion contained >45 and <90 degree bend and was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. After a fl 3.5 non-bsc guide catheter was inserted, a 0.014 non-bsc guidewire was advanced to cross the lesion. Predilation was performed with a 2/12 emerge¿ balloon catheter at several level of the lesion. Subsequently, a 38 x 3.00 promus premier¿ stent was advanced but was blocked in the middle of the lesion and couldn't be advanced further. The stent was retrieved from the patient and was noted that the cells of the stent that came in contact with the calcification were deformed. The procedure was not completed and aborted. No patient complications were reported and the patient's status was good.